Event description:
According to the reporter, during head operation where skin was changed and scalp was removed, while suturing the scalp (epidermis), the needle broke and disappeared. There was an unanticipated tissue loss, and tissue was permanently damaged that will get a larger scar. A larger incision of not more than 1 inch to find the needle as surgical intervention was needed. The needle was recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.